Manufacturer narrative:
The investigation could not determine a specific root cause as the customer refused to provide any further information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable c-reactive protein generation 3 (crp) result for one patient sample. The customer referenced cobas c501 serial number (B)(4), but was not certain if this was the analyzer used for testing. A sample from the patient was originally tested at another site on cobas c501 serial number (B)(4) on (B)(6) 2013 with a result of 3.06 mg/dl. The laboratory did not believe this result and sent a sample to this laboratory for repeat testing. On (B)(6) 2013, the initial result on cobas c501 serial number (B)(4) with a different tube from the same draw was <0.1 mg/dl. This result was reported to the original laboratory and was reported out. On (B)(6) 2013, the other site retested the sample that originally generated the result of 3.06 mg/dl and the results were 3.02 and 3.20 mg/dl. On (B)(6) 2013, the original site sent another sample from the patient to this laboratory and the result for that sample was 2.42 mg/dl. On (B)(6) 2013, the laboratory repeated the original tube which had generated the result of <0.1 mg/dl and the results were 2.45 and 2.60 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The crp reagent lot number and expiration date were not provided. The customer refused a service visit.